Event description:
It was reported that during a lap appendectomy procedure, the first device could not be reloaded, as the knife was exposed. The second device that would not fire, and the trigger was hard to close. A third device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Firing trigger teeth broken. Evaluation summary - two devices (a-b) were returned for analysis. Device a, was received in good visual condition and with a partially fired reload in the device, and was noted to have a bent cartridge lock out tab. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was disassembled to verify the condition of the internal components, and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. The device was loaded and unloaded without any difficulties noted. Device b was returned with the bands exposed midway, and with a cartridge loaded in the device. The cartridge was noted to have one half of the drivers, of the right side exposed. This is consistent with loading the cartridge with a damaged and exposed firing mechanism. If the firing mechanism becomes inoperative, do not refire the instrument (removed and discard the device), for additional warnings and precautions please refer to the instructions for use. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found to be broken. Although no conclusion could be reached as to how the firing trigger teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. A 100% inspection takes place during manufacturing to ensure the device meets the required specification and a sample of the batch is inspected at finished goods quality assurance inspection. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.